Manufacturer narrative:
(B)(4). Additional information, including device details and the return of the explanted devices was requested in order to progress with this investigation, however, these details were not provided and thus there was only very limited information available for the investigation. The explanted device was discarded by the hospital and therefore was not available for examination at corin. Additionally, the appropriate device details were not provided which meant the relevant device manufacturing records could not be identified or reviewed. Based on this, no further investigation can be conducted and corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Device discarded by hospital

Event description:
Rotaglide revision after approximately 6 years due to loosening of the patella component.

Manufacturer narrative:
Per b)(4) initial report. Additional information, including device details and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Rotaglide revision after approximately 6 years due to loosening of the patella component.